Event description:
It was reported to covidien that the customer stated, they smelled something burning during use of the unit for an operation. No pt harm reported.

Manufacturer narrative:
The warmtouch 5200 and 5300 pt warmer have been discontinued and are being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.